Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the third party service center and the display was not working. The display to front panel cable was loose and needs reseated to address the issue.